Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on patient, a piece of paper was found was found in the carton. It was reported that the blister pack was fine. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was evaluated. Failure investigator reported: an empty box was returned. The investigation isolated the failure to the missing product, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.